Event description:
The customer contact reported the patient received more IV fluid than intended. The pump was returned to the biomedical engineering department from the critical care unit with an unsigned note that stated an unspecified channel of the pump "infuses too fast." No tracking information was provided; therefore, specific patient information, pump programming, or event details were not available. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The device passed testing for delivery accuracy. During testing the device delivered a measured volume of 20ml on channel 1, 20.1ml on channel 2, and 20ml on channel 3 from an expected delivery of 20ml. Delivery accuracy for this device requires delivery of 20ml +/-1ml (+/-5%). Based on the data verified, hospira could not attribute the issue to the device. The pump history was downloaded at the user facility. The customer did not provide any programming parameters; therefore, the history cannot be utilized to evaluated the reported event. This report represents all the information known by the reporter upon query by hospira personnel.